Manufacturer narrative:
(B)(4). Date sent: 04/10/2020. D4: batch # u5a204. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open colectomy, some deployed staples were unformed and others were loosely formed at the firing on the colon. The anvil of the device in question was placed aside and another device was used to complete the case. The surgeon cut off the staple line and anastomosed again with the replacement. There was no leakage and bleeding and the patient is stable. There were no adverse consequences to the patient. No further information is available.